Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and to resolve the reported issue of the customer "fluid damaged", replaced exhalation module, lower interface, led assembly, pressure module and upper housing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has fluid damage. At this time, there is no information regarding patient involvement associated with the reported event.